Manufacturer narrative:
The customer reports that the issue indirectly led to inappropriate treatment for (B)(4) patients due to having to manually transcribe results, since they were not sending electronically, and then misreading those results. Multiple attempts were made to the customer, on 6/16 and 7/8, to gather further details about this mistreatment or any delays in treatment, with no response. An investigation into the reported issue has begun but is not yet completed. A supplemental report will be issued about completion of the investigation. No specific device serial numbers were provided as this was due to overall meter connectivity issues.

Event description:
Statstrip gen 2 meters (all hard wired) repeatedly lose connection to the network. Due to this, nursing staff have been manually entering results into e-chart. This has resulted in (B)(4) patients treated based on incorrectly transcribed glucose results.